Event description:
It was reported the rollator seat broke while the patient was seated in the rollator. The patient fell to the ground and sustained some bruising to her buttocks. No further patient injuries were reported as a result of this event.